Manufacturer narrative:
Visual inspection of the returned single inner setscrew noted that the threads were sheared off. A review of the device history record for the single inner setscrew found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. No definitive conclusions can be made. However, review of the complaint noted that per surgical technique, when using the single innie inserter, an alignment guide should be used to help position the mating pedicle screw head and reduce the chance of cross-threading. Review of complaints found no significant trends. Although the root cause cannot be positively determined, the damage on the setscrew appears to be related to inadvertent cross-threading during attempted insertion. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that intra-operatively, the threads of the set screw became stripped and torn during insertion. The set screw was removed and another was inserted without issue. The procedure as completed with no adverse consequences to the patient and no significant delay.